Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient had been hospitalized with diabetic ketoacidosis (dka) last tuesday, which was estimated to be (B)(6) 2026 based on the date of the report. The patient¿s blood glucose (bg) levels and duration of use were not provided. The pod was removed because it was not lowering their bg levels, which led to the hospitalization. The patient was not wearing a pod at the time of hospitalization. The patient¿s mother was unwilling to specify symptoms the patient experienced or treatment. The patient was discharged from the hospital the following day, (B)(6) 2026. Despite good faith attempts to obtain additional information, the patient¿s mother indicated that they are unwilling to provide additional details about the reported event.